Event description:
Additional information was received from the rep on (B)(6) 2020. The rep would be returning the device. They cause of the inability to inject dye into the catheter was not determined. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(6), implanted: (B)(6) 2004 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. On (B)(6) 2020 it was reported that the patient had had several motor stalls in the last 2 months with her pump beginning on (B)(6) 2020. The pump logs showed the following motor stalls and recoveries: motor stall occurred (B)(6) 2020 at 2:45 pm with recovery at 2:52 pm; motor stall occurred (B)(6) 2020 at 5:16 pm with recovery at 6:24 pm; motor stall occurred (B)(6) 2020 at 6:20 am with recovery at 8:27 am; motor stall occurred (B)(6) 2020 at 6:43 pm with recovery at 7:40 pm; motor stall occurred (B)(6) 2020 at 9:40 am with recovery at 9:59 am; motor stall occurred (B)(6) 2020 at 10:12 am with recovery at 10:50 am; and motor stall occurred (B)(6) 2020 at 9:26 am with recovery at 10:45 am. There were no environmental, external, or patient factors that may have led or contributed to the issue and no patient symptoms were reported. The patient was referred for surgery to have the pump re placed. The surgery was planned, but not yet scheduled. The issue was not yet resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(6), implanted: (B)(6)2004 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative on 2020-aug-14. It was reported that the pump was replaced on (B)(6) 2020. It was noted the doctor could aspirate the catheter but could not inject contrast dye. A new connector was added. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) and implantable intrathecal catheter (s/n (B)(6)) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.